Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. During the worley sheath slitting procedure, it was noted that the left ventricular (lv) lead was dislodged, resulting in loss of capture. The lv lead dislodgment was confirmed via chest x-ray. The lv lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.